Manufacturer narrative:
Resubmission of initial report due to error. This report was originally submitted under 2240869-2016-57292 on 11/09/2016. Siemens became aware of the reported issue on october 10, 2016 and the investigation is on-going. A supplemental report will be submitted upon completion. Model #, serial # - this information has been requested and will be included in the supplemental report when it becomes available.

Event description:
It was reported on (B)(6) 2016 that during internal testing of a service update instruction, the "table first" configuration changed to "gantry first" on its own. It was found that if the patient is deleted out of the patient browser after configuration, this behavior will occur. However, when the configuration is changed to "gantry and collimator first" and the patient is not deleted in the patient browser, the observed behavior becomes table motion first then followed by the gantry. There is no report of injury or mistreatment to a patient as the issue occurred during internal testing at siemens in (B)(6).